Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The provided data couldn¿t explain the issue as they are from a programmer which is not the programmer that was used to interrogate the subject device. The most probable explanation to have the data reset on 22 september 2023 is that at device interrogation on 22 september 2023 the user did accept the device memory reset pop-up. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the inventory inspection, we found a result that appears to be a defect: the data were reset on 22 september 2023 when they should not be reset at inventory inspection.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The provided data couldn¿t explain the issue as they are from a programmer which is not the programmer that was used to interrogate the subject device. The most probable explanation to have the data reset on 22 september 2023 is that at device interrogation on 22 september 2023 the user did accept the device memory reset pop-up. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the inventory inspection, we found a result that appears to be a defect. Please advise confirm or not ?

Event description:
Reportedly, during the inventory inspection, we found a result that appears to be a defect. Please advise confirm or not ?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.